Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure the haptic was broken. The lens was broken once implanted and had to be cut out. Additional information has been received that the surgery completed during initial procedure with replacement lens.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).